Event description:
It was reported that a segment on the rapid atrial display was missing. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Battery drawer end cap is contaminated and scratched. Lower case is broken.